Event description:
It was reported that the patient was experiencing inadequate stimulation despite reprogramming due to high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Sc-8336-50 sn: (B)(6). The returned lead was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite reprogramming due to high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively.